Manufacturer narrative:
Motor error alarm during basic occlusion test due to protruded/loose motor support disk. Unable to perform occlusion test due to motor error alarms during basic occlusion test. The insulin pump had a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed motor error and not delivering insulin. Customer's blood glucose reading is 288 mg/dl. Customer has treated with manual injection. The drive support disk is protruded. Nothing further reported.